Event description:
During collection procedure, experienced multiple blocked-line alarms, red cell contamination in collection container, and inability to reinfuse donar red blood cells. Three units destroyed due to appearance.